Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g there was a blockage. There was no report of patient impact. His following information was provided by the initial reporter, customer reported needle was occluded. Once attached to syringe, unable to pull air/fluid in or out.e known to be occluded: one on a syringe with no packaging and two still with their packaging. In a separate bag I have a bunch from the impacted lots, but were not tested.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g there was a blockage. There was no report of patient impact. He following information was provided by the initial reporter: customer reported needle was occluded. Once attached to syringe, unable to pull air/fluid in or out.e known to be occluded: one on a syringe with no packaging and two still with their packaging. In a separate bag I have a bunch from the impacted lots, but were not tested.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2023 h6: investigation summary it was reported the needles were occluded. To aid in the investigation, seventy-six samples were received for evaluation by our quality team. Seventy-three samples were in sealed packaging blisters and three samples had no packaging blisters. Additionally, two empty packaging blisters were received. A visual inspection was performed, and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Seventy-five samples expelled the solution with a normal flow. One sample, received without a packaging blister, did not expel the solution; this needle was clogged. A device history record review was completed for provided material number 305106, lots 3024945 and 3024946. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a root cause could not be determined.